Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2012, product type: catheter. Product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
Information received from consumer patient with an implanted pump (drugs, concentrations and doses were unknown). Indication for use was noted as non-malignant pain, post lumbar laminectomy syndrome and spinal pain. It was reported that the patient's pump was removed due to (B)(6) it was unknown if the catheter was left in. It was reported that the infection was confirmed. The pump was documented as being removed as of (B)(6) 2012. It was reported that on (B)(6) 2015, the patient had a procedure unrelated to the pump therapy, where the physician removed all remaining catheters that had been left behind. The patient had sudden symptoms of lack of effect and pain. The patient did not know when pain returned. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent)